Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s father reported via phone call that customer was in intensive care unit due to high blood glucose on unknown date with blood glucose of 444 mg/dl. Customer stated that insulin pump had no delivery alarm and was reason for this. Customer stated that cannula of infusion set was bent. Troubleshooting was performed and proved that insulin pump was working. The insulin pump will be returned for analysis.